Event description:
Covidien received a report of an audio failure where there was no post (power-on-self-test) tone on startup. Customer states that the problem was isolated to the speaker. There was no pt involvement.

Manufacturer narrative:
Customer declined to return the speaker for eval by covidien after caller identified the speaker as the failed assembly. Previous investigation of a speaker failure was reported in 2936999-2011-00039.